Manufacturer narrative:
The device has not been returned to olympus at this time. Additional information has been requested, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the duodenovideoscope was too flexible at the papilla, and was difficult to insert during an endoscopic retrograde cholangiopancreatography (ercp) with placement of metal stent. The patient sustained a mucosal cut with minor bleeding. Consequently, the procedure was cancelled and postponed. The patient stayed in the hospital under observation for two days and was subsequently discharged. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer¿s reported issue was not confirmed. The inspection did not detect an abnormality or flexibility of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was reported by the user that the device was too flexible and difficult to go into the papilla. Therefore, it is likely that the user handled the device irregularly causing a mucosal cut. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿instances of device handling that may cause mucosal injury: manipulating the bending section and inserting/withdrawing device with excessive force inserting/withdrawing device with the bending section engaged, looping the insertion section and/or bending excessively the bending section (it is recommended to keep those sections as straight as possible.). Over-insufflating the lumen. Applying suction excessively¿. This supplemental report includes an update to d9 and h3. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.